Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens insertion system. Unspecified lens damage was noticed intraoperatively. During surgery, a vitrectomy was performed and intervention was needed to enlarge the original incision and remove and replace the iol with a second crystalens. The pt's current prognosis is stable. Reference MDR 2031924-2010-00144.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens damage is related to the use of the lens injector.